Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was communicating. A technical support specialist (tss) confirmed that the device was communicating and the logs were healthy. One repeated error occurred while forwarding message from local queue to remote queue. A full synchronization was performed from the device and confirmed that the synchronization was completed and device was ready for use. The system functioned as intended after the technical support specialist troubleshot the device.